Event description:
It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. There was no report of patient impact. (B)(4).

Manufacturer narrative:
Investigation summary : this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number unknown. The customer reported that they are receiving a negative result from veritor analyzer, but they visually saw a line at the flu a mark. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were not performed as there was no batch number provided. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with the bd veritor ¿ sars-cov-2 & flu a+b, discrepant results were obtained. There was no report of patient impact. (B)(4).